Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) left bundle branch lead exhibited high and rising thresholds. The rv left bundle branch lead remains in use. No patient complications have been reported as a result of this event.